Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The reported symptom of no/intermittent/low audio was confirmed through observation. The cause was found to be a failed speaker.the rear case which contains the speaker was replaced.

Event description:
It was reported that a spectrum pump had a speaker not working. Any patient involvement, injury or medical intervention is unknown.